Event description:
Hospital reported that a 560cc bag of tpn was hung and set up to infuse tpn at a rate of 21.1cc/hr. The bag was empty 2 1/1 hours later. The time this was observed was 7:50 p.m. The second channel was in use and set at a rate of 5cc/hr, there was no patient consequence, the pt is stable and doing well.